Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2003. The patient stated that the mesh eroded through her urethra causing repeated infections and a (B)(6). The patient underwent a procedure in 2011 to repair the urethra. The mesh was explanted (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).